Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that pt called to report that she is experiencing extreme swelling all the time and pain. The knee gives out and she cannot walk, not even a mile.